Manufacturer narrative:
H6: investigation summary a DHR, was performed the maintenance records were performed and quality notifications were checked and no deviations were found for this batch. Photos of the incident reported were received for evaluation where it was possible to observe the presence of wool in the packaging that ended up damaging the syringe. Thus a potential cause for the occurrence is an operational failure during the syringe assembly. See h.10.

Event description:
It was reported that the bd plastipak¿ syringe 10ml luer-lok¿ experienced foreign matter contamination and a damaged or open unit seal/packaging where sterility was compromised. The following information was provided by the initial reporter: in addition to cracks at the time of marking 5 and 7ml, intact packaging, defect from the industry, high risk of work accident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak syringe 10ml luer-lok experienced foreign matter contamination and a damaged or open unit seal/packaging where sterility was compromised. The following information was provided by the initial reporter: in addition to cracks at the time of marking 5 and 7ml, intact packaging, defect from the industry, high risk of work accident.